Event description:
It was reported that in november 2001, the pt took extracorporeal shock wave lithotripsy treatments under low spinal anesthesia after which a ureteral multilength stent was placed. Between november 2001 and february 2002, about four extracorporeal shock wave lithotripsy treatments were conducted with the ureteral stent in place. On the day of the event, the urologist tried to remove the ureteral stent using a clamp through the cystoscope to no avail. It was noted under fluoroscopy, that a knot had formed in the coil of the stent that lay in the renal pelvis. The pt was hospitalized and the stent was removed ventrotomy and dissection of uretor. This incident occurred over 3 months after the stent was placed. The pt was discharged later with no further complication reported.